Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the collagen sponge was already exposed, when the angio-seal poly-foil pouch was opened. The device was not used and another angio-seal device was used to successfully achieve hemostasis. When the angio-seal poly-foil pouch was opened, the pouch was fully opened all the way from the arrow side to the end on a clear and flat surface. There was no obstacle to open the pouch. The device had been stored on a level place. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 7 fr. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 8fr angio-seal sts plus carrier assembly, one bypass tube, and one fully opened polyf-oil pouch were returned. The arteriotomy locator and the hemostatic sheath were not returned. The carrier tube assembly and bypass tube were subjected to visual inspection. The bypass tube was detached from the carrier assembly. The poly-foil pouch had also been returned and appeared to be opened completely per the instructions in the IFU. No gross anomalies were present in the carrier tube assembly and bypass tube. Microscopic visualization of the anchor and bypass tube revealed no visible deformation. The carrier tube assembly outer diameter, the inner diameter of the bypass tube, and the length of the bypass tube were measured. All measurements were within specification. For functional testing, the bypass tube was reinserted over the distal tip of the carrier tube assembly. The deployment sleeve was moved into the forward lock position where the hemostatic sheath and carrier tube assembly were mated and the anchor posted. The deployment sleeve was pulled back into the full rear lock position and the device was pulled to expose the collagen and tamper tube. No anomalies were noted with the device deployment. Past complaint history has shown that if the polyfoil pouch is not opened completely per the IFU then the bypass tube can dislodge. Due to collagen expansion, the outer diameter of the carrier tube assembly could be larger. Functional testing was carried out and the device deployed as intended. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.